Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). The device was returned for analysis. A visual examination identified that the balloon was not folded which indicated that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.